Event description:
It was reported, the patient was not feeling well. An ultrasound was performed and a perforation at the apex of the heart resulting in a tamponade and effusion was observed during the positioning of the right ventricular (rv) lead. The tamponade was stopped following the drainage of the effusion. The perforation then sealed itself. A new rv lead was implanted and the patient was stable.